Event description:
The patient was implanted with his scs system which included a neurostimulator receiver. It was reported that the patient experienced overstimulation. An x-ray confirmed that the leads were in place and fully inserted into the header of the receiver. Reprogramming did not resolve the problem. The receiver was explanted and replaced on (B)(6) 2008, and returned to the manufacturer for evaluation. Follow-up found the patient to be doing well.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver failed manual and auto-testing. The components in one or both hybrids may have failed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.